Event description:
Rn, head nurse, reported that a pt actually gained weight during the hemodialysis treatment. The pt was scheduled for four hours of treatment. The pt's pre-treatment blood pressure was 136/66 mmhg. The staff programmed the c3 to remove 1.8 kg, which included 500 ml for the normal saline to be given during the course of the treatment. There is no documentaion of unusual alarms during the treatment or of any extra fluid taken during the treatment. The pt completed his scheduled four-hour treatment. His post treatment blood pressure was 139/65. The pt had gained 1.1 kg during the hemodialysis treatment. Due to this weight gain the pt needed an extra one-hour treatment for ultrafiltration. The pt was a male pt with a diagnosis of esrd and hypertension. No other pt info was provided.

Manufacturer narrative:
Note that with cessation of all manufacturing activities in december 2000, gambro renal products is no longer a medical device manufacturer. The patient was dialyzing on a gambro centrysystem 3 hemodialysis machine. After this incident the machine was removed from service. The patient was placed on another c3 for the second treatment. The dialyzer, blood tubing set and acid/base concentrates were not investigated as other patient treatments were done utilizing these products without any reported incidents. Three days later, gambro renal product technical services (grpts) field representative inspected the c3. He checked the system and ran a simulated treatment for 30 minutes with a target loss of 0.6 kg and the system removed the 0.6kg. He was unable to duplicate the reported complaint. The machine was returned to service. Conclusion: head nurse, reported that a centrysystem 3 machine did not remove the fluid that had been programmed during a patient's hemodialysis treatment. The patient had a weight gain during the treatment instead of a weight loss. The patient required an extra treatment for ultrafiltration. There was no injury substained due to the inaccurate weight loss.